Manufacturer narrative:
(B)(4). Concomitant devices ¿ vanguard cruciate retaining interlok femoral component left 62.5 catalog #: 183026 lot #: ni, biomet cc I-beam tibial tray 71 mm catalog #: 141223 lot #: ni, biomet series a standard 3-peg patella 31 mm catalog #: 184764 lot #: ni. It is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices remain implanted. The complaint sample was not evaluated and the reported event was not confirmed. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06138, 0001825034-2018-06141, 0001825034-2018-06142.

Event description:
It is reported that the patient died approximately one (1) month following left knee arthroplasty. The cause of death remains unknown at this time. Attempts were made to retrieve additional information, however, no additional information is available.